Event description:
It was reported by repair work order that the top and bottom portion of the battery had separated exposing the internal battery. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.